Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2013, the decedent suffered from end stage renal disease during use of the product and subsequently expired.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-03299.